Event description:
The pt was admitted to the hosp after reporting that he had received shocks from the ICD. While attempting to communicate with the device, the doctors were unable to interrogate the unit. After several attempts were made to communicate, a forced interrogation through block mode programming was performed. A reading on the status of the device was obtained from the block mode code but they were still unable to interrogate. Due to this difficulty in communication, the decision was made to explant the ICD. Upon explant of the device, it was found to be pacing at 177 beats per minute. The device was suspected to have a crystal failure.